Event description:
It was reported patient stated a loss of therapeutic effect. Patient experienced increased baseline pain in left leg. Patient stated the company representative checked the implantable neuro stimulator (ins) last week and found the lead was "bad." At the time of this report, no further details were reported. Additional information was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).